Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temp test. The pal (product analysis lab) evaluated the device. The cause for rite test failure - heater bag temp test was undetermined. Accuracy confirmation and temperature verification tests were performed and passed. The device was power cycled with no problems encountered. There were no issues found during an internal inspection. The device history record was reviewed and no issues were identified that may have contributed to the rite failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.